Manufacturer narrative:
Batch review performed on (B)(4) 2019: lot 177066: (B)(4) items manufactured and released on 11/10/2017. Expiration date: 10/26/2017. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. As regards the specific screw lot: mat22881, another similar event has been reported visual inspection performed by r&d product manager the piece analyzed during the visual inspection has three fixation spikes damaged (instead of only one as reported into the event description); the sales representative confirmed that during the surgery only one spike broke but the instrument was probably further damaged after the surgery by the (B)(6) logistic team to inadequate procedure.

Event description:
After the implantation the surgeon noticed that 1 out of 4 spikes of the base insert for patella clamp was broken. Missing pin was found around the patient's patella and tendon.